Event description:
In 2009, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure performed the previous day. According to the complainant, during the procedure, a hole was found in the anchoring balloon. The physician aborted the procedure. There were no complications and the patient's condition was reported as fine.

Manufacturer narrative:
The device has not been received by the manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.